Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and was treated with xone injection (1gm, ongoing) and amikacin injection (100 mg, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the antibiotic treatment was discontinued. Twenty five days after the event onset, the patient was discharged from being hospitalized and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.